Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had observed that the device had failed the battery run test portion of pm at 61 minutes of the 135 minutes run time test. Than the fse had replaced the sealed lead acid, 12 v. After that the fse had completed the cs300 pm to factory specifications on pm. Than the device had passed all the functional and safety tests according to the factory specifications. The device was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run at sixty-one minutes. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a